Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to procedural condition. A cause for the report mitral stenosis cannot be determined. Mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat severe ischemic mixed mitral regurgitation (mr) with a grade of 4, highly rheumatic leaflets, and a mean pressure gradient of 4-5mmhg. A mitraclip nt was inserted, and grasping was performed. However, the pressure gradient increased to 12mmhg. After ungrasping the leaflets, the pressure gradient returned to baseline. The clip was repositioned and deployed on the clip. However, post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was deployed medial to the slda clip, reducing mr to a grade of 1 and a final mean pressure gradient of 7mmhg. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.